Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (not powering on properly) has been confirmed. Upon investigation the monitor would not fully power on. The monitor exhibited a flash memory failure at bga components (B)(6) on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up properly.